Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received an occlusion alarm. The customer's blood glucose level was not impacted. The customer changed their cartridge and infusion set to resolve the occlusion alarm. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The customer reported that manual injections would be used for insulin therapy.